Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the pump histories indicated that the last basal delivery occurred on (B)(6) 2014 at 6:03pm. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. No air bubbles occurred during testing. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the patient experienced elevated blood glucose (bg) of 380mg/dl with moderate ketones associated with an ongoing air bubble issue. There were no other reported symptoms of hyperglycemia, and the patient reportedly did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter stated that air bubbles were being found in the tubing continuously. The reporter stated that when the cartridge is changed, it is free of air bubbles but then air bubbles are found in the tubing and it has led to the patient having elevated bgs. The reporter stated that the cartridge, site, and set have been changed out three times but the issue continues. The patient had reportedly remained on the pump. The pump was replaced. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an air bubble issue and changing out supplies did not resolve the issue.